Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.

Event description:
As reported to customer relations: the sheath is leaking at the hub during procedures. Additional information received on (B)(6) 2014- the "outter" short sheath detached from the hub. Additional information received on (B)(6) 2014 case was an aortic valve dilatation. The case had gone as planned and was complete. The physician was removing the sheath from the femoral artery (groin) and discovered that the entire plastic had separated from the hub was now inside the patient. The operation room team was called down as a precaution. They accessed from the neck and used a snare and balloon to remove the piece of sheath that was still inside the patient. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.